Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus distributor reported that while sterilizing the forceps/irrigation plug (isolated type) in an autoclave (132 degrees, 5 minutes), under the sterilization conditions specified in the instruction manual, the stem of the cock would melt and stick to the sterilization pack. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following in combination led to the malfunction: the conditions inside the autoclave during sterilization did not meet the requirements specified in the instruction manual; damage caused by chemical solutions when manual cleaning (using high concentrations of chemical solutions without following the dilution conditions, etc.); damage by autoclaving with chemical solution remnants. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.